Event description:
In a letter received from biomedical electronics dept, biomed tech reportedly received a minor electrical shock. The biomed tech stated, "the enclosed humidifier shoked me while I was testing the unit for an electrical problem. I received the shock when I was touching the heating pad (platen) and the metal cover for the temperature jack. The unit was already swapped out of service when this incident occurred. A visual inspection of the unit indicated that there was no external damage done to the unit. In troubleshooting, I found a line voltage potential (120 vac), [using a voltmeter], from any ground point in the unit, to the metal cover for a temperature jack, whether [the humidifier is] turned on or off. Everything else works on the humidifier. The ground resistance and leakage current to the ground wire are well within the set limits."